Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted at the abdomen on (B)(6) 2019. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the cannula is detached from the applicator body. The reported event of a detached cannula was confirmed. A probable cause could not be determined.